Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. This noise was oversensed, resulting in pacing inhibition. The noise could be observed, but was not sensed, with the patient bearing down. Lead measurements were stable and within normal range. It was reported that the patient was chopping wood during the episodes of noise. A guidant technical services consultant discussed the possibility of a loose setscrew rather than diaphragmatic oversensing. There were no patient symptoms reported with this clinical observation. Additional information indicated that the episodes were actually occurring at night, while the patient slept. The device and lead were explanted and replaced with new guidant products.